Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Scratches and dents in the device were noted. A conclusive root cause for the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Event description:
It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to elevated metal ion levels and pain. During the procedure, the adaptor screw of the taper adaptor removal assembly fractured when attempting to remove the adapter. The taper adaptor could not be removed from the femoral stem, resulting in the removal of the femoral stem through osteotomy. All components were removed and replaced.